Manufacturer narrative:
H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found a cracked and bent rear housing and worn dso sensor. Functional test was performed and found that the pump records error code 1270, which points to a faulty mp board. The complaint was replicated, caused by faulty mp and nonconforming housing.

Event description:
It was reported that there was a ¿code error lec1270, housing damaged¿. There was no patient involvement.